Event description:
Reportedly, pt expired after an implant date of 2008 due to unk reasons. Unk if pt death is device related. Date of pt's death and implant duration is unk, therefore, the aware date is used as the incident date. Pt also had a 2800 21mm valve, implanted in the aortic position on the same day. Info learned from implant pt registry.

Manufacturer narrative:
Device not returned.